Event description:
It was reported that the pulse generator was explanted due to pocket erosion. A new device was implanted successfully. No further issues were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).